Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, wife reported that pt experienced elevated blood glucose due to bent infusion set cannulas. This was first noticed approx 1 month prior to the report. Pt changed his infusion set and delivered correction boluses until his blood glucose decreased. Nothing unexpected occurred during the preparation of the infusion set, and pt pressed the button to release the insertion needle prior to inserting the headset. There were no leaks of insulin in the system. Blood glucose elevated as high as 20 mmol/l (360 mg/dl), and his normal blood glucose range is 4-8 mmol/l (72-144 mg/dl). After blood glucose elevated, pt would change the headset and notice the cannulas were bent. Blood glucose started to elevate within 24 hours of inserting a new headset, and pt inserted the headsets manually. Pt used package instructions and called technical assistance for help using this new type of infusion set. Alleged infusion sets were discarded and not requested for evaluation. Pt was sent samples of 2 different types of infusion sets. The pt did not require treatment from a health care professional or second party to address the issue.